Event description:
Additionally, healthcare professional reported "leaking from valve when squeezed". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b, d.9., h.3., h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified partial delamination of the valve, white particles in the device inner surface, and fold creases. A leak test and microscopic analysis were performed which identified one striated linear opening, wear abrasion, and partial delamination of the valve. Based on the device analysis, the final assessment is partial delamination of the valve assessed as adhesive failure, and one striated opening on the radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "leaking from valve when squeezed." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.